Event description:
The patient contacted lifescan alleging high readings on the lifescan meter. The patient tested on their meter and received a reading in the 180-190 mg/dl and did not experience any symptoms. Greater than 30 minutes later, the patient tested on the physician's meter and received a 142 mg/dl. The patient did not receive any treatment. The strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution that the patient had been using was not expired. Test strips failed twice using the control solution. The reading of 142 and 180-190 mg/dl is not considered a serious injury. The meter, control solution, and test strips were replaced.